Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: about one month after the surgery for a surgical neck of humerus fracture on (B)(6) 2013, it was found that the most distal locking screw was loosened. Rehabilitation for the patient was on hold, about two to three months later, another locking screw was also loosened. After stopping the rehabilitation, an ultrasonic treatment was performed on the patient. The bone healing was confirmed a little, so he started his motion range training, the rehab term was extended, and patient¿s social reintegration was delayed. The surgeon reported during the surgery, the screws were inserted properly and touched the cortical bone region of opposite side with no problem. After the surgery, the patient was doing only pendulum motion, the surgeon reported this was reasonable and proper rehabilitation for the patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Patient reported to be in his (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.